Manufacturer narrative:
Device evaluation of monitor (B)(4) was completed. The reported problem (cannot complete incoming functional testing) was confirmed. Upon investigation the monitor failed testing and displayed a service code 203. The cause for the service code 203 and test failure was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination on j1000 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.